Event description:
It was reported that an occlusion alarm occurred. Prior to the report with tandem technical support, the customer changed the cartridge to resolve the issue. The customer experienced an elevated blood glucose (bg) level. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. The customer administered a manual injection of insulin to address high bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.